Event description:
Reporter indicated a patient developed a hematoma at the vns generator incision site on the same day the vns was implanted. The hematoma was evacuated. Attempts for further information are in progress.